Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, it was observed to be intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected left-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a 200cc mentor memorygel breast implant (left) and a 225cc mentor memorygel breast implant (right) and experienced postoperative right-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor gel implants on (B)(6) 2019. Initially, bilateral rupture was suspected. However, the left-side device was found to be intact upon explantation. This report is for the left prosthesis.